Event description:
The customer's device was sent in to physio-control for an unrelated issue. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designator fl9, fl10 and fl11, from the analog pcb assembly. The customer was provided with a replacement device.